Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that before surgery, an ophthalmic system unable to connect with internet. The procedure was completed on the same day. Patient impact have not been provided.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.4, h.6 and h.11. Correction information provided in section d.4 the company representative was able to confirm and replicate the reported event. Adjustments were made to improve the issue. The root cause of the reported event is attributed to wi-fi (software and hardware issues). A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols. All manufacturer surgical systems are verified to meet specifications after installation. A similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to wi-fi (software and hardware issues). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.